Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
When the stent delivery system (sds) was about to be pulled back after balloon inflation and stent placement, the stent migrated from the renal artery into the aorta. The pt was a male. Target lesion location was the proximal portion of the right renal artery. The vessel was heavily calcified, heavily tortuous and 99% stenosed. The product looked normal when taken from the packaging. The product was properly inspected and prepped. Access site was the left brachial artery. The lesion was pre-dilated. There was no difficulty tracking the device to the lesion or crossing the lesion with the sds. An attempt was made to deploy the stent in the target lesion (deployment pressure unk), but when the sds was about to be pulled back after the balloon inflation, the stent was migrated from the renal artery into the aorta. The stent in the aorta was moved to the iliac artery and placed there. The target lesion was not treated. The pt is in stable condition presently without any serious complication. The physician commented that the event was caused by insufficient angiography for understanding the vessel position.